Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Based on all the available information, boston scientific determined there was no problem detected with this product. The clinical observations were unable to be confirmed through laboratory analysis as the device's setscrews were operating normally during testing. The s-ICD instructions for use (IFU) cautions users against using a non-boston scientific torque wrench and over-ratcheting the wrench when loosening setscrews on our devices which could result in them becoming stuck. The IFU provides additional instructions on how to loosen stuck setscrews if they occur during procedures. However, boston scientific is currently investigating these cases of difficulty loosening stuck setscrews to determine what other factors may contribute to these events.

Event description:
It was reported that during a routine device changeout, the setscrew became stuck when the lead was attempted to be disconnected. The lead was eventually able to be removed from this s-ICD's header with no damage and was able to be connected to the new device. The attempted s-ICD was returned for analysis.